Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the asymptomatic patient presented in the operating room for device change-out, externalized conductors were observed. The lead was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 51.7-52.0cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 18.1-21.3cm from the distal tip. The etfe coating was abraded at this location.